Event description:
Event 1: "patient intubated with "preformed, cuffed tracheal tube, nasal" and cuff did not stay inflated. Patient was then intubated orally. Sheridan preformed cuffed tracheal tube, nasal. Ref. 5-22312, lot. 73l2300012". Event 2: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally. Manufacturer: sheridan, ref. 5-22315, lot. 73m2300487, ref. 5-22314, lot. 73j2300697 x 2." Manufacturer response for sheridan preformed cuffed tracheal tube, nasal, sheridan preformed cuffed tracheal tube, nasal (per site reporter): [redacted date] per [redacted name] e-mail and phone call: I submitted these events for each product you have outlined and our team will be investigating. With that said, there is not a recall on any of the tubes listed, nor were they a part of the previous recall you¿re referencing as that was a different brand. [Redacted date] called and e-mailed [redacted name] to crosscheck if known issue. [Redacted date] asked site if they have the samples available for return to the mfg. [Redacted date] [redacted name] responded, [redacted date] [redacted name] called and told us there are no recalls related to this and complaints have been opened.